Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The review revealed that no remarkable incidents have occurred during the manufacturing process. The position of the stent is checked during a post sterile test prior to leaving the facility. No relevant manufacturing process changes which could have led or contributed to the reported event have been implemented. Based on the sample condition the reported failure could be confirmed. The stent was found partially released. Furthermore, the deployment modes were found in its initial positions without deployment mode activation. However, the shipping lock was found to be removed; no information was provided at which point of the procedure the shipping lock was removed. No indication was found for manufacturing related issue. Potential factors which may have caused or contributed to the reported issue have been considered. Therefore previous investigations of similar complaints have been reviewed. The event may be associated with rough handling during shipping, storage or preparation of the device. In this case the premature deployment was discovered during preparation of the device and finally got stuck in the introducer sheath. Based on the information available and the evaluation of the sample returned, a definite root cause for the event reported could not be determined. In reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states "visually inspect the distal end of the stent system to ensure that the stent is contained within the sheath. Do not use if the stent is partially deployed." And "if resistance is met during stent system introduction, the stent system should be removed and another stent system should be used." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the tip of the delivery system and the distal stent end were extended and that the stent got stuck in the introducer sheath. Therefore, the device was not usable and it was replaced for another stent system which was deployed successfully. There is no reported patient injury.

Event description:
It was reported that the tip of the delivery system and the distal stent end were extended and that the stent got stuck in the introducer sheath. Therefore, the device was not usable in the case. Two other devices were used instead. There is no reported patient injury.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.